Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital in dka. No further information was provided about the patient¿s blood glucose levels, status, pump settings, status prior to the hospital admission. The technical service representative contacted the patient several times to obtain further information and to troubleshoot the pump, but was unable to reach her by telephone. No pump troubleshooting could be done. As the patient allegedly suffered dka and was hospitalized in the ICU while using the reported pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: due to continued use of the device, the pump information from the date of the event was overwritten. A review of the recent pump history showed the basal delivery to be accurate based on the user's programmed settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.